Event description:
The customer reported to olympus, during reprocessing, the gasket around the port of the cysto-nephro videoscope shifted at 12oclock position when it should be at 90 position and the rubber was noted to be breaking up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, no leak was found during scope leak test, the bending section cover (a-rubber) was stretched and flappy, the observation lens was peeling and had residue, the bending section had dent, the a-rubber glue was chipped, cracked, and lifting, and the insertion tube was buckled/failed ring gauge. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical damage. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.